Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated beta human chorionic gonadotropin (b-hcg) results while using the architect total b-hcg reagents. The following data was provided (miu/ml): sid (B)(6) initial 34.55 (positive), repeat 10.07 (neither positive or negative), 24.49 (neither positive or negative), 3.94 (negative), <1.2 (negative), <1.2 (negative). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg list 07k78-25 lot 61203ui00 to architect i2000sr analyzer list number 03m74-02 serial number (B)(4). MDR 1628664-2016-00211 has been submitted and all further information will be documented under that MDR number.